Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes were observed on the device. No other anomalies were observed. Device was intermittently oversensing t-waves. Programming changes were made. Patient was stable.